Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that there were broken interface pins on the handheld connector. The system board was damaged. However, the unit was able to engage in monitoring and was found to visually and audibly alarm during alarm conditions.

Event description:
It was reported that the unit was working intermittently. It was noted that multiple batteries were tried. There is no report of any patient impact or consequence as a result of the issue.